Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 54-'hal software error detected, pump error 63-¿hardware low level failures'' and pump error 3- ''the main arm cannot communicate with the motor arm''. Troubleshooting was performed and the alarm was cleared successfully. Self test failed. No harm requiring medical intervention was reported. Customer discontinued using the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and selftest. Successfully downloaded history files and traces using thus. No unexpected pump error 54, 3 and pump error 63 alarm noted during the testing. Pump error 54 alarm was recorded and found in the formatted history file on 09/08/2023 01:49:58.000 hal software error (54) esf#: esf3010978 faultnumber = (54); linenumber = 1421; filenumber = 32122. This is the sw defect. It is caused by the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. Pump error 3 alarm was recorded and found in the formatted history file on 09/08/2023 01:50:00.000 motor processor communication alarm (3) file number: 2002, line number: 2803. Hw/sw: hw (possible hw). Pump error 63 alarm was recorded and found in the formatted history file on 09/08/2023 02:03:53.000 hardware error alarm (63) pump had 2 instances of the pump error 63: file =2005, line=9926 -pump error 63 was generated due to the rf chip initialization error- variable= 0x15=21 - suspecting the hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case behind the pump near the battery tube compartment and cracked select button keypad overlay. Unit passed required testing. Confirmed pump error 63 and 3 alarm due to electronic assembly. Pump error 54 confirmed due to sw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.